Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 420 mg/dl. Troubleshooting was performed and found that the time was off by one hour. The customer was assisted with correcting the time. The customer stated that he typically wears his infusion sets for 3-4 days. The customer was advised to change his infusion set event 2-3 days. The prime and high pressure tests passed. The customer stated that the insulin pump alarmed failed battery test and weak battery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.